Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had multiple power error detected alarms. Blood glucose level at the time of the incident was 121 mg/dl. The customer had called on (B)(6) 2017 and was assisted with the steps to clear the alarm. The customer called back two days later to report the power error alarms persisted after resetting the insulin pump. It was advised that the device would be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specifications and passed self-test and displacement test. Insulin pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with minor scratched display window, case and keypad overlay.